Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor autozero alarm occurred. It is currently unclear if there was patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer confirmed the error code in the event log. The remote service engineer (rse) provided the customer with information from the service manual for repair. The rse provided the customer with the part number of the solenoids 3 and 4 as well as the part number for the data acquisition (da) printed circuit board assembly (pcba) to order for repair.

Manufacturer narrative:
Information was received that the customer realigned the pins on the sensor board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.